Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit disconnect while on a patient. The customer stated the ventilator was swapped out for another ventilator, there was no patient harm or injury.